Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for 16 hours. The adhesive completely separated from the arm causing the cannula to dislodge. As treatment a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.